Event description:
Complainant alleged that during a routine shift check by a clinician, the device paddle functions were inoperable. Customer isolated problem to the multifunction cable. Complainant indicated that there was no pt involvement in the reported malfunction.